Manufacturer narrative:
The referenced device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore, omsc could not evaluate the referenced device. The exact cause of this phenomenon cannot be conclusively determined. Although, according to the information that the facility did not know the balloon channel, there was the possibility that he irrigation line was clogged with some foreign particle by inappropriate reprocessing. Or there was the possibility that the facility used the damaged and/or broken air/water valve. Consequently there was the possibility that water was not supplied to the balloon, then the balloon did not inflate. Also, omsc checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during the endoscopic ultrasonography (eus) procedure the physician had not been able to inflate the balloon of the gf-uct180. The physician completed the procedure with use of the same gf-uct180. There was no report of the patient's injury regarding this event.